Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue related to high o2 concentration alarm and pressure transducer test failure during pre-use check has been confirmed during evaluation of the provided problem description and service report. According to the information provided by the field service engineer (fse), it was found the nozzle units were defective and the parts have been replaced. No parts were returned to factory for further analysis. The root cause for the reported problem has not be determined.

Event description:
It was reported that the nozzle units of the ventilator were replaced. There was no patient harm. Manufacturer ref.#: (B)(4).